Manufacturer narrative:
One portex® sacett tracheal tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. Functional testing was performed by inflating the syringe while submerging under water; no leaks or issues were found. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed by reviewing line clearance, training records and fit inflation line and pressure decay tests; all were deemed adequate. Thirty two samples were reviewed for visual inspection and leak tested was performed; no discrepancies or leaks were found. Based on the evidence there was no fault found as the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical portex® sacett¿ suction above cuff endotracheal tube, the cuff would not inflate. Subsequently, a tracheostomy (trach) tube change out was performed. There were no reported adverse patient effects.